Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced worsening shaking involving the face, left and right hands, and legs, with the face moving rapidly. Videos of the shaking were taken by the patient's representative. The patient was evaluated by a healthcare provider and was informed that the left side was off. Additionally, the device was not charging. The healthcare provider instructed the patient's representative to request a new communicator due to the charging issue, and a repair request was initiated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.